Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 375 mg/dl. The exact date of the event was not known, but the customer stated, it was the third week of may. Prior to the event, the customer had ketones, and her heart was beating very fast. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.